Event description:
The pt was supported with two paracorporeal ventricular assist devices (pvads) for biventricular support. The perfusionist reported that the pt's rvad supporting the right ventricle was exchanged due to a suspected fibrin/clot after it failed a flash test. After the exchange was completed, the pvad passed the flash test.

Manufacturer narrative:
A specific cause for the report of a failed flash test and suspected fibrin in the pump could not be determined. Visual inspection of the pump (the blood sac, inflow and outflow ports) showed no evidence of depositions. Leak testing was conducted on the blood sac and pneumatic sides of the pump and both passed the manufacturing specifications. The returned pvad was connected to the laboratory test equipment and was found to be properly filling and emptying and a fill signal was observed on the tlc-ii driver. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.